Event description:
The complainant reported that a male pt underwent esophageal band ligation by way of a speedband multiple band ligator device. Two speedband devices were involved; this report is the second of two devices. (Refer to medwatch #6000048-2007-00122). It was reported that during the procedure, "bands were coming of the banding device and it would not band." The grade of varices was not reported. The procedure was completed successfully using an alternate ligation banding device. The pt did not experience any complications or ill effects as a result of the reported event and was reported to have been in "fine" condition following the completion of the procedure.

Manufacturer narrative:
The device will not be returned; therefore, a failure analysis cannot be conducted to determine root cause. A DHR review cannot be conducted on the pertinent lot since its number was not reported; however, the DHR for lots 9396700, 9402854, and 9028627 (the last three lots shipped to the customer prior to procedure date) were reviewed and revealed no anomalies that could be associated with this incident. Additionally, a search for similar complaints was performed and revealed none from these three lots. The 2007, 15 mo trend chart for the multiple ligator prod family was reviewed and showed an adverse trend for the prod family. An adverse trend is defined as two consecutive months of increasing number of complaints. Four complaints for this prod family were reported in 2006, fifteen were reported in 2007 and seventeen were reported in the following month. The complaint action limit of this prod has not been exceeded. Due to the low number of increased complaints (total of 13 complaints), the low magnitude of the number complaints and the low clinical severity of the failure modes, no further specific action is warranted at this time.